Event description:
It was reported that this implantable cardioverter defibrillator ICD exhibited fluctuating shock impedance measurements of greater than 200 ohms and shock channel morphology changes. Technical services ts recommended performing a vector breakdown. Ts also question if the shocking leads were reversed in the header of this ICD as there were poor p waves on the shock channel on prior presenting electrograms egms. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited fluctuating shock impedance measurements of greater than 200 ohms and shock channel morphology changes. Technical services (ts) recommended performing a vector breakdown. Ts also question if the shocking leads were reversed in the header of this ICD as there were poor p waves on the shock channel on prior presenting electrograms (egms). This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited fluctuating shock impedance measurements of greater than 200 ohms and shock channel morphology changes. Technical services (ts) recommended performing a vector breakdown. Ts also question if the shocking leads were reversed in the header of this ICD as there were poor p waves on the shock channel on prior presenting electrograms (egms). This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.